Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent damage was identified on the 1st proximal stent strut row, the struts appear lifted and were pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 2.5-3.0mm x28-48mm, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the left anterior descending artery extending up to left circumflex artery. A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed, the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 2.5-3.0mm x28-48mm, eccentric, de novo target lesion with a significant bend of >45 and <90 degrees was located in the left anterior descending artery extending up to left circumflex artery. A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed, the proximal portion of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.